Manufacturer narrative:
Medical device expiration date: unknown. .device manufacture date: unknown. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the hospital just recently started using optima and during chemo administration, the injector and connectors came disconnected during an infusion. During one of the infusions, the chemo being administered leaked out of the tubing.